Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 800 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer stated that she does not normally prime her infusion set properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.